Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data indicated that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The data also indicated that there was a lead warning alert and oversensing due to emi (electromagnetic interference)/noise. There were 913,589 non-physiologic senses since (B)(6) 2013. The rv pace impedance varied between 930 ohms and greater than 3000 ohms. There were 6448 high impedance paces since (B)(6) 2013 and there was a rv lead warning on (B)(6) 2013. The vcm (ventricular capture management) trend shows increasing thresholds in the past year, increasing to 1.75v avg threshold, 5v max on latest measurement.

Event description:
It was reported that the right ventricular (rv) lead had a rapid increase in impedance and threshold. It was noted that noise was confirmed by performing stress tests and from an x-ray an anomaly in the lead bend around the implantation site was also noted. The lead remains in use but will be replaced in august. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: kdr731 implantable pulse generator (ipg) - implanted: (B)(6) 2004; 5554-45 implantable pacing lead - implanted: (B)(6) 2004. (B)(4).